Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third firing of functional side to side anastomosis during a laparoscopic right hemicolectomy, the tissue thrust into the vicinity of the crank cover, and the cartridge was released but it could not be removed. At the fourth and the fifth firing, the intestinal tract on the oral side and anus side were cut again with stapler, and side to side anastomosis was performed at the sixth firing, but the same event occurred. The tissue thrust in was cut, but no hole was made in the intestine tract, so thread was used for reinforcement, and the insertion port was closed with stapler. The procedure was completed with another device.